Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. An autopsy was not performed and the pump was not explanted for evaluation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient reportedly died due to a very bad initial conditions. It was reported the device worked as expected.

Manufacturer narrative:
Approximate age of device ~ 7 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device on (B)(6) 2019. It was reported that the patient was expired due multi organ failure. No autopsy was performed and the device was not explanted. No further information was provided.